Event description:
Hip arthroplasty device found on xray to have a fracture of femoral shaft. Device was implanted 2001. Fracture identified 2003. Pt required revision of right total hip with replacement.